Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, and a request was made to have the episode analyzed by technical services (ts) as the field wonders if the rhythm is ventricular tachycardia (vt) or supraventricular tachycardia (svt). It was noted the patient claims they were in a conflictive and challenging situation arguing with someone and they were feeling nervous at the time of the episode. The field also noted some t-wave oversensing that lead to the shock, since the rate is 180 beats per minute (bpm) more or less per their calculations, and the lowest rate zone is 200 bpm. After analyzing the sent data, ts confirmed there was inappropriate therapy delivery after t-wave oversensing. Programming options were discussed. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.